Manufacturer narrative:
The device was returned due to interaction with patient physiology. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Event description:
It was reported the patient presented with discomfort due to the interaction of the shoulder with the implantable cardioverter defibrillator (ICD). The implantable cardioverter defibrillator (ICD) was explanted and replaced and a pocket revision was performed. The patient was discharged from the hospital after the procedure.